Manufacturer narrative:
Additional information was received on jan 06, 2022, and section b5 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto bipap had states eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, spots on lungs. There was no serious patient harm or injury. No medical intervention was specified by the patient. A rep dreamstation auto bipap device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, seven error codes present were found. The device was corrected. Section h6 updated in this report.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, spots on lungs. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.